Event description:
It was reported nurse needed to take a patient out of the room and while attempting to adjust the bed from bariatric to standard to get it through the doors the crank when into lock out mode. The patient coded on the bed during the attempt to get the bed out of the door. Nursing climbed on top of the patient to revive them while others attempted to mess with the bed.

Manufacturer narrative:
After further investigation, it was determined that the device under investigation is a bariatric enhanced bed, which is manufactured by OEM joerns. Complaint information was sent to the OEM manufacturer joerns along with a request for investigation results on 2023-oct-24. Joerns is responsible for all regulatory reporting, trending, and investigation of this product per quality agreement.

Manufacturer narrative:
H3 other text : device not accessible for testing.

Event description:
It was reported nurse needed to take a patient out of the room and while attempting to adjust the bed from bariatric to standard to get it through the doors the crank when into lock out mode. The patient coded on the bed during the attempt to get the bed out of the door. Nursing climbed on top of the patient to revive them while others attempted to mess with the bed. Attempts are being made to gather additional details from the user facility.